Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown/v566822. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was getting their ins replaced and a paddle lead implanted so that they were full body eligible for mris. A new ins was implanted on (B)(6) 2018, and on (B)(6) 2018 the paddle lead was implanted. During the procedure the doctor was not able to place the lead tip at t8 due to scar tissue, and so the placed it at t9. After anchoring the lead, a picture was taken and it was discovered that the lead had migrated down to the top of t10, and the physician had to move it back up to t9 which was its final placement. The patient reported feeling stomach cramps post surgery, which the physician thought was due to the patient's positioning during the surgery. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c265, lot# v566822, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.